Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed which identified a ceftriaxone infusion which did not complete. There was evidence of infusions being completed after this event. Functional flow rate accuracy testing was performed and delivered within specification. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction required for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a novum iq large volume pump, the medication bag was empty; however, the pump showed it still had 20 min left to run. The pump was programmed to deliver ceftriaxone 1g in 500ml over 30 min; however, the pump ran in 10 min. This occurred during patient infusion in the four south department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.